Event description:
An issue has been discovered regarding the pulse frequency servo (pfs) board used in the clinic. The issue is only found in "low energy" varian accelerators (i.e. Model 600c, 600 c/d, and 6ex) which also have the portal vision pfs board installed. The basic problem is that the pfs is not stopping the beam entirely, when an external beam hold is asserted. Varian is continuing to investigate this issue; however, prelimary risk assessment indicates that there is potential for development of a serious injury if this malfunction recurs, without detection, for several fractions throughout the course of treatment.